Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that usb cable was faulty. There was no reported adverse impact to customer's blood glucose level. Replacement cable was sent to the customer.